Event description:
It was reported that the patient received inappropriate shocks due to atrial fibrillation with rapid ventricular response (rvr). The patient's medications will be adjusted, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 5 - lfp high rate-ns <= 217 ms average v-cycle on (B)(6) 2012 in the timeframe between 18:04:33 and 18:06:38. 1 - ventricular nst=190 ms on (B)(6) 2012 at 18:07:24. 6 - vf<=210 ms average v-cycle on (B)(6) 2012, in the timeframe between 17:42:38 and 18:06:46.